Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the hcp thinks the leads moved into a position that somehow caused the patient pain. The patient was sent for an MRI and all was normal. As soon as the leads were removed the patient felt better, no further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 16-may-2022, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with a trial external neurostimulator (ens). It was reported that the trial began on (B)(6) 2018. The trial went well and the patient had good coverage. The next afternoon, the patient had pain down his left leg and a shooting pain on his left side. The healthcare provider (hcp) removed the leads and the patient reported feeling better after the leads were removed. The removed leads were discarded. The patient was sent for an MRI to rule out any other issues. An x-ray was taken and confirmed lead placement was all normal. The issue was reported to be resolved. No further complications were reported.